Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a rewind anomaly. The customer's blood glucose was 11 mmol/l at the time of the incident. The customer reports unable to rewind even after pressing enter. The customer completed troubleshooting the issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No pump error alarms noted during testing. Pump motor functioned properly during testing. No rewind anomaly noted during testing. The motor was tested outside of the device and passed. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked retainer, and minor scratched lcd window.